Event description:
An olympus representative reported to olympus, on behalf of the customer, the visera 4k uhd camera control unit touch panel was not working during a general check in maintenance. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the aware date inadvertently added to the first supplemental medwatch report. Correction to aware date: august 12, 2022. New information added to the following fields: g3 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The touch panel not working was not reproduced therefore the cause of the phenomenon was not identified. The intermittent e117 and e116 errors were due to a defective motherboard and ram (random access memory). According to the service manual, the e116 error indicates a faulty central control unit (ccu) and occurs when fan stops, or other defects. The e117 error indicates a faulty central control unit (ccu) and occurs when power unit or central processing unit (cpu) / motherboard are defective. Since the device was not returned to the facility for inspection, the root cause of these faults could not been determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional evaluation information regarding the reported device. The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. The touch panel blackout problem was not found. It was discovered, there were e116 and e1117 errors intermittently due to a defective motherboard & ram. In addition, it was noted, there was dust inside the unit, the l placer found to be deformed, the "olympus" disappears from the front panel. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.